Event description:
During a laparoscopic cholecystectomy a device was used as the operative port. The cystic artery and duct was dissected with a reusable cautery device. The cystic duct and artery were divided with a reusable monopolar scissors. The gallbladder was excised off the liver using a device. It was reported the device came out of the pt while the surgeon was using the device. The gallbladder was removed without difficulty. At the end of the procedure when the device was removed from the pt a small burn was discovered on the skin. It was reported it was in the shape of a "half moon" at the trocar site.